Manufacturer narrative:
(B) (6)although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Manufacturer narrative:
A visual examination of the returned device revealed evidence that the balloon had been inflated and used in the procedure. The examination revealed no damage to the catheter, but the balloon was found to be torn circumferentially, confirming the complaint description. The most probably root cause is operational context. The DHR review confirmed that this device met all material, assembly and performance specifications. A similar complaint trend review was carried out and there were no other complaints found for the reported lot.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that a cre balloon dilator was used in a colonoscopy on (B) (6) 2010 involving an adult male patient (patient exact age, weight and identifier are unknown.) According to the complaint, during the procedure, the cre balloon dilator was inserted down the scope and positioned within the terminal ileum for dilation. The balloon was inflated to a size of 18mm and a pressure of 7atm with saline solution. However, at this time, the balloon burst. No part of the device detached. The entire cre balloon was removed from the patient. Upon examination, the technician reported that a tear or slit had formed widthwise in the balloon material. The technician noted that no sharp objects were present within the dilation site. A second cre balloon dilator of the same type was used along with the same alliance inflation system to complete the procedure successfully. There were no patient complications. The patient's condition was described as "fine."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilator was used in a colonoscopy on (B)(6), 2010 involving an adult male patient (patient exact age, weight and identifier are unknown.) According to the complaint, during the procedure, the cre balloon dilator was inserted down the scope and positioned within the terminal ileum for dilation. The balloon was inflated to a size of 18mm and a pressure of 7atm with saline solution. However, at this time, the balloon burst. No part of the device detached. The entire cre balloon was removed from the patient. Upon examination, the technician reported that a tear or slit had formed widthwise in the balloon material. The technician noted that no sharp objects were present within the dilation site. A second cre balloon dilator of the same type was used along with the same alliance inflation system to complete the procedure successfully. There were no patient complications. The patient's condition was described as "fine."